Event description:
The doctor had to remove and replace the iol with an anterior chamber lens. The incision was enlarged and suture was used to close the wound. It was reported there was nothing wrong with the lens.